Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 4:00pm. End-user was at her daughter's house (B)(6). Caller reported that the prodigy meter gave a result of 541mg/dl so she called 911. A normal result for the end-user for that time of day would be around 120-140mg/dl. Paramedics were called about a minute after testing with the prodigy meter. Paramedics arrived within 5 minutes and tested with their meter and received a result of 142mg/dl. There were approximately 7 minutes between testing with the prodigy meter and the paramedics meter. Paramedics did not test with the prodigy meter. End-user complained of a headache. End-user was not transported to the hospital. Prior to seeking medical attention, the end-user took 8 units of lantus and his daily dinner medications (caller did not know what medications the end-user takes. End-user is on a sliding scale which is as follows novolog 3 times a day on a sliding scale. 80-120mg/dl 5 units, 121-160mg/dl 6 units, 161-200mg/dl 7 units, 201-240mg/dl 8 units, 241-280mg/dl 9 units, 281-320mg/dl 10 units, 321-360mg/dl 11 units, 361-400mg/dl 12 units, 401-440mg/dl 13 units, 441-580mg/dl 14 units, 581mg/dl and up end-user has to seek medical attention. Lantus not provided. End-users lantus was changed after seeking medical attention to 10 units every night. No additional information was provided.